Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system had geometry movement issues. The issue was identified with the magnus table, which is a non-philips product. The magnus field service engineer resolved the issue. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was with the non-philips product and there was no malfunction in the philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system had geometry movement issues. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.